Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two weeks after implant, the right ventricular (rv) lead dislodged from the his-bundle and was floating in the ventricle. As a result, the patient experienced arrhythmia and asystole. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.